Event description:
Reported by the complainant as follows: acute lower gi bleed in a male post CABG pt with sepsis, extensive arteriopathy, requiring anticoagulation therapy including plavix pre and post surgery, vasopressors, renal dialysis and IV antibiotics. Sigmoidoscopy showed arterial bleed in the lower rectum.

Manufacturer narrative:
Reported to FDA on nov 5, 2009.